Event description:
It was reported that high impedance was detected on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information was received that patient underwent a full revision due to high impedance. Explanted product has not been received to date.